Event description:
During the procedure, the balloon catheter was inflated in the lad without any problem. The device was then removed from the patient. It was then re-inserted and advanced to the rca, and upon the second inflation, the balloon ruptured at an unknown, but low, pressure. There was an air emboli and the patient's blood pressure dropped to 50. A 100% oxygen was given and fluids were pushed and the patient symptoms resolved reportedly, the patient was doing fine at the end of the procedure.